Event description:
The facility reported a colleague infusion pump with a 804: 26 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement and there was no reported injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). It was determined by quality engineering that the reported problem of failure code 804: 26, that was attributed to three manual tube release alarms, was a result of software failure.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 804:26 was confirmed during product evaluation by baxter service personnel but not duplicated. This condition was attributed to three manual tube release alarms in the event history. No repair was required to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.